Event description:
The customer reported that the image quality of the images produced was degraded to a point in which they were not usable and would be serious if it were to recur. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The image processor board was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.